Event description:
It was reported that the bd insyte¿ autoguard¿ there was venous rupture, when removing the catheter, it was verified that there was transfixation of the needle in the cannon. The following information was provided by the initial reporter, translated from portuguese to english: during the puncture there was venous rupture, when removing the catheter it was verified that there was transfixation of the needle in the cannon, peripheral venous catheter n 20fr, bd, batch 2012529, v 12/30/2024, material saved.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ there was venous rupture, when removing the catheter, it was verified that there was transfixation of the needle in the cannon. The following information was provided by the initial reporter, translated from portuguese to english: during the puncture there was venous rupture, when removing the catheter it was verified that there was transfixation of the needle in the cannon, peripheral venous catheter n 20fr, bd, batch 2012529, v 12/30/2024, material saved.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 27-jan-2023. H6: investigation summary : bd received a 20 gauge insyte autoguard device from lot 2012529 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing. The device also appeared to have been used indicating that this might have occurred after initial use. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to identify a definitive root cause for this defect. The manufacturing facility has been notified of this incident and the findings.